Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a mobile app alert issue. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed. Since a data investigation cannot be completed, as data ambiguity cannot be resolved, further confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.